Event description:
It was reported that the 9800 system is not working. System booted up when turned on, but mainframe did not. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However installed new ps1 power supply as a preventive measure. The system was tested and found to be working as intended and placed back into service.